Manufacturer narrative:
Insulin pump error 35 noted in the pump history and critical pump error alarm during testing due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. Customer's blood glucose level was 151 mg/dl. Customer reported that the insulin pump had open book image on the screen. Customer was advised to discontinue the use of the device and to revert to a back-up plan. The customer was advised that the insulin pump will be replaced. The insulin pump will be returned for analysis.